Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Manufacturer narrative:
The insulin pump was received stuck in motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery and occlusion testing due to motor error alarms. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. No cosmetic damage noted.

Event description:
It was reported by the customer that their insulin pump was alarming motor error and would not rewind after changing the batteries. During troubleshooting, customer stated that they do use the sensor feature and was able to rewind the insulin pump. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 280 mg/dl at time of reporting. Nothing further reported.